Event description:
A surgeon reported 3 pts presented with fibers in the eye at the 1 day post-op exam. The surgeon stated, "the pts have 20/20 vision, so the fibers will not be removed." The surgeon reported, he feels that they (fibers) will dissolve over time and "no further treatment is indicated at this time." He also reported that the pts are doing "well." No add'l follow-up will be provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).